Manufacturer narrative:
This report is being supplemented to provide additional information (d8, d9, h4) , the legal manufacturer's (lms) review of the customer's cleaning disinfection and sterilization (cds) processes, results of third party testing, the device evaluation, and the lms final investigation results. The lm reviewed the customer provided cds processes and no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu/endoscope, conform. Bacterial identification: bacillaceae. Based on the results of the investigation, the performance of cleaning was likely caused by scraping at biopsy channel; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for greater than 80 colony forming units (cfus) of aerobic flora. The scope was retested and found greater than 80 colony forming units (cfus) of aerobic flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.